Event description:
Resident was being transferred by the pal lift. Three (3) nursing assistants were in the resident's room helping with the transfer. When the lift was moved away from the bed, one (1) strap of the sling came loose from the pal lift and the resident fell to the floor.